Event description:
During an unk procedure, reducer part (silicon part) broke during use. Broken piece did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.